Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During the grasping attempt the gripper arms would not lower therefore the cds was removed. Three clips were implanted, reducing mr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.